Manufacturer narrative:
Device evaluation: visual analysis identified red particles on the shell and gel and an extended opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.